Manufacturer narrative:
This lead will not be returned thus no analysis will be conducted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific recieved information that this left ventricular (lv) lead had dislgoment post implant. A revision was performed. The physician suspected that the lv lead was not fixated well in the coronary sinus. The lead was capped and a new lead was implanted. No adverse patient effects were noted following the procedure.